Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, "check therapy pad" messages. Damaged cable) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the service code, reported messages, and inability for the electrode belt to communicate with a monitor was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "service code 204 - belt unusable" and "check therapy pad" messages and that a cable was damaged.